Event description:
Device was returned for service. During service, the technician noted temperature test and noise test failed, and replaced parts. This is complaint# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR during pre-repair assessment performed by a technician, functional testing was performed and revealed the nose tube falls apart and the coupling was not functioning. Parts were replaced. This was contributed to normal wear. Unit was repaired and returned to the customer.